Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, a revision procedure was performed, wherein an attempt was made to reposition the ra lead. During this attempt, the helix fixation mechanism was unable to be retracted. The lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break in the neck area near the tip. The conductor coil was also found stretched and bird-nested in this area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, a revision procedure was performed, wherein an attempt was made to reposition the ra lead. During this attempt, the helix fixation mechanism was unable to be retracted. The lead was removed and replaced, and was returned to boston scientific for analysis. No additional adverse patient effects were reported.